Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was not known. The alarm was resolved by a complete set changed. The alarm did not occur during a manual prime. As the event had occurred in the past, it was not possible to determine if the alarm was caused by a reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.